Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be determined.

Event description:
It was reported that increased capture threshold was observed. Programming changes were made. The lead was later capped and replaced. The patient was stable post-procedure.